Event description:
Agent ide it was reported that restenosis occurred. On (B)(6) 2023, the subject presented with myocardial infarction. A 2.5 mm x 12 mm synergy drug eluting stent (des) was implanted in the saphenous vein graft (svg)-diagonal graft and a 2.25 mm x 16 mm synergy des was implanted in the svg-ramus graft. On (B)(6) 2024, the subject presented to the emergency department (ed) with chest pain. At the time of event the subject was on clopidogrel, which was continued. Based on the symptoms and biomarker elevation the subject was diagnosed with non-st elevated myocardial infarction (mi) and was recommended for cardiology consultation. The location of the mi was not identifiable, and the mi was classified as non-q-wave mi. On (B)(6) 2024, the subject was admitted to the hospital for further evaluation and treatment. On (B)(6) 2024, diagnostic coronary angiography revealed 70% stenosis at the diagonal graft and 90% in-stent restenosis (isr) at the ramus graft. The subject was recommended for revascularization. Intravascular ultrasound (ivus) examination revealed under expansion of the previously placed 2.25 mm x 16 mm synergy des at the svg-ramus graft. The 90% isr at the svg-ramus graft was treated with a non-boston scientific (non-bsc) 2.25 mm x 15 mm stent. Post revascularization, the residual stenosis was 0% and timi flow was 3. The subject was discharged with dapt.